Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery. The motor stall was caused by patient having MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
On the date of initial report, the patient had come out of the magnetic resonance imaging (MRI) scan "about 45 minutes ago, maybe 50 minutes ago", and the pump was interrogated "like a minute ago" before the reporter called in to the manufacturer. In addition, it was reported that the reporter had "started interrogating it a half hour, 45 minutes ago". It was also reported that the patient was clinically doing "okay" at the time of the initial report and that baclofen was being used in the pump.

Manufacturer narrative:
Catheter: (proximal catheter rev seg) model: 8578, serial #: (B)(4), implanted: 2009 (B)(6), explanted: unk. Catheter: model: 8709, serial #: (B)(4), implanted: 2008 (B)(6), explanted: unk. Catheter: (proximal catheter rev seg) model: 8596, serial #: (B)(4), implanted: 2008 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).